Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 1 gram loading dose (route, additional dosage, additional frequency, and duration not reported) and fortum 1 gram per day (route and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.